Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
Blurry image. The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.